Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 would not open and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16001940 was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to stay closed. The field service engineer (fse) identified that the failure code for main full height 5 indicated a ¿failed to close¿ issue was due to a missing inseparable magnet. They released the drawer and replaced it with an updated part to resolve the problem. Drawer was accessed by escort in application successfully. Fse inspected remaining hardware, battery and verified it was good. All software were current, and complete maintenance was performed. The system functioned as intended after the field service engineer repaired the device.